Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery using a crossover approach. The 6.0x60mm absolute pro self expanding stent system (ses) was advanced over the 0.035 guide wire however prior to exiting the 6fr sheath, the stent had started to prematurely deploy, even though the latch was not unlocked. An attempt was made to withdraw the introducer sheath to avoid incorrect placement of the stent however the stent completely deployed in the bifurcation. The physician then attempted to reposition the stent into the right iliac artery and it was observed that the stent was elongated at the distal end and fractured at the distal markers. Another stent was placed in the left iliac artery to restore balance following implantation in the right iliac artery. No additional information was provided.